Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call that the insulin pump is stuck on fill tubing. Troubleshooting for the prime rewind was performed. Customer's blood glucose level was 150 mg/dl. Customer is stuck in a preparing to prime loop. Customer received a no delivery alarm while troubleshooting for the prime loop. Customer advised their reservoir is empty; however, they are unsure why it is empty since they had just filled the reservoir with insulin. Customer advised they will be without insulin for 12 hours. Customer was advised to go to the emergency room to get some syringes and insulin. Customer advised they are unable to go to the emergency room because they are at work.